Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 type of investigation - correction. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the skin. On 11/05/2025, it was reported that the patient reported being hospitalized due to a hypoglycemic event. At some point during the event, the patient¿s cgm was reading high, however, no further event details were provided on when the cgm was providing these high values. The patient was wearing a tandem insulin pump. The call was disconnected with the patient and attempts to reach the patient back for further event details were unsuccessful. No patient symptoms or treatment details were reported. No bg meter values were reported. The patient was still in the hospital at the time of report ((B)(6) 2025). No other patient or event details were available. It was observed that the rising fast, high, and falling fast glucose alert thresholds were crossed on the event date. Additionally, a loss of connection for greater than three hours was experienced. The probable cause could not be determined. No additional event or patient information is available.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported being hospitalized due to a hypoglycemic event. At some point during the event, the patient¿s cgm was reading high, however, no further event details were provided on when the cgm was providing these high values. The patient was wearing a tandem insulin pump. The call was disconnected with the patient and attempts to reach the patient back for further event details were unsuccessful. No patient symptoms or treatment details were reported. No bg meter values were reported. The patient was still in the hospital at the time of report (B)(6) 2025. No other patient or event details were available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.